Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 and over mg/dl with trace ketones. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.